Manufacturer narrative:
(B)(4).

Event description:
This event was reported via a legal petition. On (B)(6) 2014, the day after the implant surgery, it was reported that the patient returned to the hospital with symptoms including diaphoresis, nausea, vomiting, and uncontrolled pain. On (B)(6) 2014, a catheterogram was performed and the medication was exchanged. The results of the catheterogram are unknown. On (B)(6) 2014, the patient went to the hospital with symptoms that included diaphoresis, nausea, vomiting, and loss of vision. The patient was diagnosed with posterior reversible encephalopathy syndrome (pres). During a surgery on (B)(6) 2015, the physician observed that the catheter was severed and that the patient was suffering from a cerebrospinal fluid (csf) leak. Pump therapy was intended to treat the patient's epidural radiculopathy. In addition to the pump therapy medication, the patient also received epidural steroid injections. A flowonix catheter was not implanted during the implant surgery. The patient was implanted with a catheter revision kit, which was connected to a previously implanted, non-flowonix catheter.